Manufacturer narrative:
A review of the complaint revealed that the patient wore the at for only a few hours of the 14-day prescribed wear period. The patient has a history of reactions to medical adhesive and sensitive skin. The exact cause of the reported event cannot be determined; however, the patient¿s preexisting allergy cannot be ruled out as a contributory factor. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio at patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio at patch from the patient¿s chest. The zio at manual also states in the "precaution" section that "safety and effectiveness of the zio at system on pediatric patients (younger than 18 years old) has not been established." This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with an allergic reaction, which was allegedly caused by the zio at. According to a family member, a liquid adhesive was applied to the skin prior to device placement, as recommended by the healthcare provider, to act as a protective barrier between the device and the patient¿s skin. The patient developed an immediate reaction that included redness, itching and broken skin following application. It was unclear if the patient¿s reaction was to the zio at adhesive or the liquid adhesive that was used. The device was removed, and the patient was prescribed amoxicillin, benadryl cream, and hydrocortisone steroid cream for treatment.